Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had loss of therapeutic effect. Consequences of the event were noted as not available. The event is responsible for the inefficiency of urinary and fecal therapy. There were no further complications reported and/or anticipated.